Manufacturer narrative:
(B)(4). Physio-control reviewed the device data and observed that when the device was initially used in AED mode, the device analyzed the patient's heart rhythm and advised to shock. The device will have started its 15 second count-down timer, as the device was configured with 15 seconds of pre-shock CPR. The user then pressed the charge button, instead of the shock button at the end of the 15-second pre-shock CPR period, which disarmed the defibrillator charge and placed the device into manual mode and initiated another defibrillator charge. When the shock button was subsequently pressed, the device displayed an abnormal energy delivery message and logged an event code, indicative of the shock not being delivered to the patient. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had not delivered a defibrillation shock when used in AED mode, with pre-shock CPR enabled. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Event description:
The customer contacted physio-control to report that their device had not delivered a defibrillation shock when used in AED mode, with pre-shock CPR enabled. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Corrected information: adverse event/product problem of the supplemental medwatch report indicates death. Section b1, adverse event/product problem of the supplemental medwatch report should indicate product problem. Type of reportable event of the supplemental medwatch report indicates death. Type of reportable event of the supplemental medwatch report should indicate malfunction. , patient code of the supplemental medwatch report indicates death - 1802. , patient code of the supplemental medwatch report should indicate no known impact or consequence to patient - 2692. Additional mfg narrative of the supplemental medwatch report indicates: physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. However, the event code was not repeatable. Physio replaced the main keypad assembly as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was not conclusively determined. Physio-control performed a clinical review of the reported patient event and concluded that the device usage may have contributed to the patient outcome. A review of the code-stat indicates in AED mode a shock was advised and the patient was in a shockable rhythm throughout the case (duration 1 minute 12 seconds). One attempt to defibrillate the patient in manual mode resuled in an ¿abnormal shock¿ message. In addition, use error contributed to the patient outcome, as a review of the code-stat data indicates that at 01:22:25 am the user did not follow prompts to provide defibrillation in AED mode. The user pressed the charge button which disarmed the device. Additional mfg narrative of the supplemental medwatch report should indicate: h6: physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. However, the event code was not repeatable. Physio replaced the main keypad assembly as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was not conclusively determined. The customer, a health care professional, later advised physio-control that medical personnel did not believe that the device use contributed to the patient outcome, as the delay in switching to the back-up device was about 20 seconds and no CPR had been provided to the patient for about 10-15 min before they arrived on the scene. New information for supplemental medwatch report: physio-control performed a clinical review of the reported patient event and concluded that the device usage did not contributed to the patient outcome. Based on the healthcare provider on scene indicating the malfunction/use error likely did not contribute to the patient¿s outcome and the patient¿s down time being 10 minutes or greater.

Manufacturer narrative:
Physio-control was also made aware by the customer that the (B)(6) year old female did not survive the reported event. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. However, the event code was not repeatable. Physio replaced the main keypad assembly as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was not conclusively determined. Physio-control performed a clinical review of the reported patient event and concluded that the device usage may have contributed to the patient outcome. A review of the code-stat indicates in AED mode a shock was advised and the patient was in a shockable rhythm throughout the case (duration 1 minute 12 seconds). One attempt to defibrillate the patient in manual mode resulted in an ¿abnormal shock¿ message. In addition, use error contributed to the patient outcome, as a review of the code-stat data indicates that at 01:22:25 am the user did not follow prompts to provide defibrillation in AED mode. The user pressed the charge button which disarmed the device.

Event description:
The customer contacted physio-control to report that their device had not delivered a defibrillation shock when used in AED mode, with pre-shock CPR enabled. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.